Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure. According to the complainant, difficulties were encountered advancing the stent through the scope. The physician indicated that the tumor was in a very difficult location which required looping of the scope. A lot of pushing was necessary. When the stent exited the scope and through the stricture, it was noted that the delivery system had buckled. The surgeon attempted to deploy the stent; however, the outer sheath stretched and the stent would not deploy. The handle of the delivery system came off. The surgeon pulled the sheath back by gripping the outer sheath as there was no handle. The sheath just stretched. The black plastic sheath was then cut away (length of the deployment rod) ; however, the sheath continued to stretch. The stent had only deployed approximately 2cm when the surgeon made the decision to abandon the procedure. When he attempted to pull the device out through the scope, the stent deployed in a perfect position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) - (buckled). Of device/material. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).